Event description:
It was reported that during a laparoscopic gastric bypass procedure the first six firing cycles the device worked perfectly well, all the staple formations were good and nothing unusual was noticed during firing. After the creation of the jejunojejunostomy they wanted to staple the remaining otomy. The doctor decided to use a white reload as always. The residence of the doctor positioned the stapler on the tissue and closed the stapler. The doctor was not completely satisfied with the positioning of the stapler so he told the residence multiple times to open the stapler up just a tiny bit to reposition the tissue. The residence of the doctor also had one finger on the firing handle during closing and opening up of the stapler. After 4 times of repositioning the doctor was satisfied with the positioning of the stapler and ordered the residence to fire the stapler. The female residence used both hands to fire the stapler. During the first firing a loud crack was heard just like the previous incidents with the device. The doctor knew there was something wrong but told the residence to continue the firing cycle. There was a lot of resistance felt by the residence during the last two firing strokes. After the firing cycle the knife blade returned to the home position but the residence and the doctor were not able to open the stapler. The stapler was completely locked again on the intestine of the patient. The manual release button was of no use because the knife blade did return to the home position. The doctor tried all the possible ways of opening the stapler but it did not work. It was stuck there.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.